Event description:
Reporter stated that caller from account stated that the concern was with incomplete or missing displays in the lcd windows, which could not be resolved by pressing and rubbing the windows with the thumb. The exact nature of the problem was not known by the caller. The unit was swapped out. No pt involvement. 10/28/96.